Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not running at high speed was confirmed. An assessment was performed on the device which found that the unit gave an e9 error and the device did not run. It was determined that the cause of the e9 error was a worn ID resistor. It was also found that the device had a cracked flex circuit potting. The assignable root cause was determined to be due to normal wear over time. It was determined that the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure it was observed that the motor device was not running at high speed. It was reported that there was a 5 minute delay in the procedure and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.